Event description:
It was reported that the patient was to have a vertical magnetic resonance imaging (MRI) study of their thoracic t1 vertebra, where the catheter tip was located per the reporter. It was noted, the patient had an inflammatory mass, thus the MRI was being performed to rule out an inflammatory mass. The reporter had no other details or timelines of the suspected issue. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).